Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) failed to turn on after swapping the nxt battery #1 during the patient rescue. After nxt battery #1 was depleted mid-rescue, the crew swapped it with nxt battery #2, but the platform did not power on. The alert yellow triangle indicator was flashing, and no fan sound was heard. No patient data available. The crew was unable to reproduce the issue with their 3 nxt batteries once they returned to the site. It is unknown which of the three nxt batteries was used during the reported event. The nxt platform and batteries were functioning as intended.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6) failed to turn on, the alert yellow triangle indicator was flashing, and no fan sound was heard was not confirmed during the functional testing and the archive data review. No device malfunction was noted during the testing, and the platform functioned as intended. The archive data indicated no faults on the reported event date. Based on the archive data review, four batteries were successfully used to power the platform without any issues. The autopulse nxt platform passed the functional test without faults. During the functional testing, multiple batteries were also used to power the platform, and no problems were encountered. The fan was functioning properly. The platform was tested using mztf until the battery was discharged entirely, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. After extensive testing, the platform functioned correctly and worked as intended. The customer's reported complaint could not be replicated. Following the service, the autopulse nxt platform passed both the compression test and the final test without issue.